Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the front panel that is considered to have influenced occurrence of the malfunction to the front panel sheet switch/light emitting diode (led) of the intraperitoneal pressure display meter (digital figure). The additional finding of corrosion on the socket olympus could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Historical data suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and electrical problems such as open circuit, short circuit, or signal loss. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the front panel sheet switch/light emitting diode (led) of the intraperitoneal pressure display meter (digital figure) did not function, the front panel failed, and the harness connector was damaged. Additionally, the foot switch socket was corroded and could not be connected. There was no patient involvement.